Event description:
It was reported that a dexcom g7 continuous glucose monitor lost pairing to the ilet while the dexcom mobile app continued to display glucose readings, and the user restarted the pairing process after guidance to toggle bluetooth, restart, and re-enter the pairing code. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no medical intervention, and no hospitalization. Investigation included troubleshooting steps to restore bluetooth connectivity and reinitiate pairing. Investigation of this case revealed a suspected communication or pairing failure between the cgm and the ilet, with the cgm sensor and transmitter otherwise functioning as evidenced by ongoing readings in the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity or pairing issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.